Manufacturer narrative:
The customer complaint regarding the bumps on the membrane surface can be confirmed. Initial visual examination of the returned blood pump could not identify any defects. The blood pump could not be tested for functional performance since the valve was cut off by the clinic. Therefore, the customer observation concerning pumping noise could not be confirmed. The pump was then disassembled for further testing and the membrane layers were individually examined. All three membrane layers were found to be intact. Graphite agglomerates were detected between the membranes. These could be seen as bumps on the membrane surface, confirming the customer complaint. No membrane defect could be detected. The cause of the bumps noted on the membrane was most likely the graphite particles that formed due to an abrasion between the layers. The resulting graphite agglomerates led to a recurring optical abnormality.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (29 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A detailed report will be submitted as soon as available.

Event description:
Berlin heart inc. Was contacted by the clinic to report dimples of the membrane of the excor blood pump of a patient supported in the lvad configuration on (B)(6) 2019. Berlin heart recommended an elective exchange of the affected pump. However the clinic did not perform it at this time. On (B)(6) 2019, the clinic noticed an unusual sound coming from the blood pump and decided to perform a pump exchange. The affected pump was exchanged by trained professionals at the clinic. The exchange was performed without complications and the patient is doing well.